Event description:
Customer reported extension set leaked at an unk connection when connected to syringe line. The event occurred in the pediatric unit. No pt harm reported. No further info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The reported extension set was not received. However, function testing of the pump set model # 2420-0007 that was received revealed a leak at the silicone tubing segment near the blue upper fitment. The cause of the leak was due to a tear of approx 2mm in length. The cause of the tear was not determined. The known failure modes for leaks in the silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The lot number was not identified for the reported set, therefore, lot history record review could not be performed. The lot number for the received set was not identified; however, based on the smartsite laser number, the mfg database was reviewed. No quality issues were noted during production build of this set model # for the failure mode identified.